Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control removed the device's main charge capacitor for further evaluation where it was measured and found to be electrically open. Physio-control then performed an x-ray on the main charge capacitor where it was observed that there was a broken internal strap, which was preventing the device from charging (in order to shock). Physio-control determined that the cause of the reported issue was that the device's main charge capacitor had a broken internal strap. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device could not charge, in order to shock. As a result, defibrillation would not be possible if it were necessary.